Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40's mg/dl. Low bg causes were not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.